Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(4) 2014. An immucor field service engineer visited the customer site to assess the instrument in question on (B)(4) 2014.